Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg was not communicating with the remote control(rc) and had issues with charging. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4). Device evaluation indicated that the complaints were confirmed. The device battery was quickly depleted due to damaged u3-asic, which resulted in loss of stimulation, linking failure, and battery charging anomalies. The depleted device was capable to be charged fully, however, it wouldn't link to a test remote control at a later time. The device exhibited excessive sleep current leakage. A hot spot was observed on the component. The impedance between vh and ground was low. These are the typical symptoms of the asic damage due to exposure to high-voltage transients, causing internal shorts in the component. The patient data indicated that the device battery depletion rate had been normal and suddenly increased to 725 mv per day some time prior to the explant procedure. It was reported that electrocautery was used during the patient's revision.

Event description:
A report was received that the patient's ipg was not communicating with the remote control (rc) and had issues with charging. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively.